Manufacturer narrative:
G corrected to: august 28, 2024.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the rhino-laryngo fiberscope had foreign object on the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Update to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material but the type of the material or root cause cannot be identified. The event can be prevented by following the instructions for use (IFU): chapter 6 application and condition of cleaning, disinfection, and sterilization; chapter 7 cleaning, disinfection, and sterilization procedure. Olympus will continue to monitor field performance for this device.